Manufacturer narrative:
H10: the device was no returned for evaluation. The lot review was performed and there were no non conformances found that would have contributed to the reported event.

Manufacturer narrative:
The device is not available for evaluation.

Event description:
The customer reported the event against the trifuse add-on set that leaked chemotherapy. The event occurred in (B)(6) 2019 during priming. There was patient involvement, but no adverse event or delay in critical therapy.